Manufacturer narrative:
The technician found the caster supports were broken and two of the brake casters were also damaged. The technician replaced the casters and supports to repair the bed.

Event description:
Information received indicates the brakes are not holding.